Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has t wave over sensing causing detection and shocks. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage conductor of the lead is still in use. It was also reported that the pace/sense lead experienced some t-wave oversensing. The lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.